Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with l4-5 spondylolisthesis grade I, l4 root radiculopathy and underwent extreme lateral inter-body fusion l4-l5 using a left-sided approach with peek inter-body fusion device and bmp with hydroxyapatite. As per op-notes, "...once the discectomy was felt to have completely performed, an inter-body device measuring 10 mm in height was packed with bmp and hydroxyapatite and tamped into position under fluoroscopic guidance.." No patient complications were reported. The patient also underwent extension of the l5-s1 fusion to l4-l5 using pedicle screws at l4, reduction of spondylolisthesis, hemilaminectomy, l4 foraminotomy decompression of right l4 nerve root. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.